Event description:
Report received from abbott international affiliate of an overdelivery. The report indicated that when the plumset cassette was removed from the pump, reportedly the flow regulator did not close as intended, and the patient received a bolus of an unspecified amount of noradrenaline. The patient's systolic blood pressure reportedly increased to 300mmhg. The physician, who was present, administered an unspecified amount of metoprolol. Reportedly, the patient improved. The device was removed and the patient was monitored. There were no reported adverse patient sequelae. The affiliate has been queried for further information. No additional information has been provided.